Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging allegation nose irritation; dizziness and/or headache; asthma (new or worsening); inflammatory response; kidney disease/toxicity; lung disease, nasal drip but no excess phlegm; bleeding disorder leading to dvt and embolism, (B)(6) 2020 a. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging throat and sinus problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the air inlet filter was missing. Dust-like contamination was observed on the top cover/ui panel, left and right-side panels, on the bottom enclosure, in the air inlet, on the pca, on the blower cap, inside the blower motor, and on the walls of the bottom enclosure. Manufacturer observed an unknown contaminate on the interior of the blower motor and in the base of the blower housing. Potential degraded sound abatement foam was observed on the bottom of the blower housing. Manufacturer confirmed the presence of degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source.